Event description:
Indication: selective deficiency of immunoglobulin [igg] subclasses. Pt reports spring broke on pump (serial number and maintenance due: not provided). The spring on pt's pump is no longer pushing. Pharmacy replacing pump. Return box sent for defective device. Device will be available for investigation pending return by pt. Pt did not have a back-up device to switch too. Manual push was reported. No adverse event(s) or missed doses reported due to product issue. No further info. Reported to (B)(6) by: patient/caregiver.